Event description:
After a visit from the field service representative earlier in the day, the user noticed the rinse mechanism of the analyzer was squirting water up in a "fountain" and dispensing water into the reaction cuvettes. At the time this was noticed, they also received negative and very low patient results for multiple assays. Six patient samples were involved. One sample gave discrepant results for amylase. The initial amylase result for this sample was 2 u per l. The sample was repeated on another module giving 76 u per l. No erroneous results were reported and they masked this p module. The field service representative found the rinse pressure was misadjusted and the r2 probe was not properly aligning with reagent disk. He adjusted rinse pressure and inner wheel of reagent disk. To verify analyzer performance, mechanism checks were run and observed, reagent and sample probes were re-adjusted, and calibration, controls and patient samples were observed.